Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Additional information was requested, and the following was obtained: was the representative in the room at the time of firing? No, I entered the room a few mins after while they were attempting to use the manual override. What structures were previously taken with the powered vascular stapler? My understanding is it was the first firing. I have for confirmation. How many firings were used to transect the renal vein? One. An endo-gia was used under where the pvs was stuck. Was there a need to crossover a previously fired staple line? If so, why? No. What was the timeline of the troubleshooting events used to open the device? Reverse button was tried, then manual override crank. Was the powered return button utilized before or after the manual bailout door was used? Yes. Was the yellow retaining cap left in place during loading? Yes. What is the or staff¿s experience with the device? Many years, 6+. Additional information received: per the sales rep, the account is extremely familiar with the device. This surgeon has 5 plus years¿ experience with the device. Since this event, the surgeon is no longer using the pve35a device.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device, one vasecr35 reload and one battery pack were received for analysis. The battery pack was fully discharged which is normal for a pack that was installed into a device several days prior to the analysis. The pack was disassembled and the welds were mechanically tested to confirm they were intact. The reload was installed in the instrument which was locked in the clamped position. There was a segment of renal vein clamped in the jaws of the instrument and there were three hemoclips on the vein just outside of the jaws. CT images indicate that the cartridge sled was not under the knife beak and the knife was in the lockout pocket. This is typical of a reload having a sled that has been bumped distally during handling or installation. The reverse switch was activated, most likely after the bailout door had been removed. Removing the bailout door prior to activating the reverse switch will prevent the motor from energizing to return the knife to the unfired position. The device will not unclamp if the knife is not in the home position. In addition, a fragment of bailout lever was also returned with the instrument. This fragment was the right hand boss of the lever. Contact mark on this corner of the boss indicates that the fracture occurred as the lever was being rotated in the proximal direction. The bailout pawl spring was misassembled which prevented the bailout system from functioning. No functional test was performed due to the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 188c81, and no non-conformances were identified. Additional information received: confirmed this was a robotic left donor nephrectomy procedure. Used the device with a white cartridge. Removed the artery followed by the vein then removed the kidney. Closed on the vein, went to fire and the device misfired/locked out. Couldn't open the device jaws. Tried to use the manual override but could not get it to release from the vein. Finally used an endo gia stapler to cut renal above the echelon stapler and removed the kidney from the patient. This while troubleshooting what to do with the stapler to get it off the tissue. Did communicate that the kidney was rejected due to not enough vein for implant but was able to use the kidney at their facility. Dr. Did not recall crossing staple lines.

Event description:
It was reported that during a living donor kidney transplant procedure that the device was closed on the left renal vein, when fired the device locked out. Unknown if any staples were deployed or if the knife blade advanced and cut. Reverse was attempted but did not open the device. Manual override was attempted but was unable to be opened. Another slimmer competitor¿s device was used to fire across the vein and remove the device and was also used to complete the procedure. There were no adverse consequences for the patient however the doner center rejected the kidney due to not enough vein available to transplant the organ.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: a kidney transplant, living donor procedure. The surgeon new at facility but has 5+ years of experience with echelon and echelon power plus devices. Has less experience with vascular stapler than others. During the procedures, the surgeon closed down on renal vein, fired the stapler, not sure if immediately locked out or started to fire and then stopped. Tried reverse button, didn¿t work. Popped manual override, didn¿t work. Unable to open stapler to get it off the renal vein. Finally got a competitor's vascular load and was able to put underneath the pve device and transected the vein and remove pve stapler. The stapler was passed to sales rep. The sales rep tried to open the device but could not open. Per the sales rep, the surgeon rocked the bailout lever back and forth a couple of times. No feedback, no indication that it was making any progress. Patient is fine. Unfortunately, the kidney was rejected as they did not have enough remaining vein to implant the kidney due to having to go under with competitor's device to remove the pve device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.